Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an aneurysm. It was reported during the coiling procedure, two axium coils (qc-4-6-3d; qc-3-6-3d) were not framing well and a segment of them looped into the parent artery. The first device (qc-4-6-3d) was removed from the patient; however, the second device (qc-6-3-3d) reshaped to a desired frame as the physician attempted to remove it. The physician then attempted to push the coil back into the aneurysm since it was framing well. On placement of the second coil, the aneurysm ruptured midway through the 6 cm coil deployment. Deltapaq coils were implanted in the ruptured aneurysm; however, support was withdrawn and subsequently the patient expired several days later. Same event as MDR # 2029214-2013-00853.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).